Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch 2032227-2014-58558.

Event description:
Customer reported that when the reservoir went as low as 20 units, that the blood glucose would begin to elevate. He stated that he had not received any alarm that the insulin pump was not delivering insulin. Customer declined troubleshooting and did not provide the blood glucose reading. Nothing further was reported.